Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high in comparison to a hospital meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged meter product issue began on (B)(6) 2016 8:42am when she obtained a blood glucose result of 26.0mmol/l on the subject meter. In response to this reading the patient went to emergency room(ER) where she compared her result to 16.0mmol/l obtained on the hospital meter, performed within less than 30 minutes apart. The patient manages her diabetes with a combination of medications including ¿metformin 500g 3 x daily insulin ty 81 units¿. The patient denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient denied that she developed any symptoms. However, she reported that a health care professional (hcp) advised her to consult with her diabetes specialist regarding her insulin medications. No other device was used to obtain a blood glucose result. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.